Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident was 500's mg/dl. The customer reported that insulin pump was broken and chipped where reservoir goes in the insulin pump but reservoir was securely locked in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received unable to perform the occlusion, prime and excessive no delivery test due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.